Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 226 mg/dl at the time of incident. Customer inserts the sensor correctly and the site is changed every 2 to 3 days per guidelines. Customer indicated that they have tried all remedies to clear the alarm but nothing works. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.